Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, when the physician opened the packaging of an orbit galaxy coil (640cf0308, 31204207) and inspected it, the coil was found to be unraveled/stretched. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury as the device was not clinically used. Additional event information received 17-jun-2024 indicated that there were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). One non-sterile 3mm x 8cm orbit galaxy complex fill coil was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the coil component was observed to be outside the introducer tube. Under magnification, it was observed that the coil was stretched and kinked; the coil remained attached to the headpiece. Residues of saline solution were noted on it. The issue regarding a coil being stretched was confirmed during the microscopic inspection. The stretched condition suggests that the device was removed from the hoop with excessive force. Stretching and kinking are a known potential issues associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, product damaged is a potential issue that can occur during device preparation due manipulation or handling of the device. A manufacturing record evaluation was performed for the finished device 31204207 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is proposed at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions and warnings: carefully remove the detachable coil system from the dispenser tube. Inspect the coil and attachment point for damage. Discard if damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section d2b ¿ procode: krd/hcg. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, when the physician opened the packaging of an orbit galaxy coil (640cf0308, 31204207) and inspected ir, the coil was found to be unraveled/stretched. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received indicated that there were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.